Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose at the time of event was 360 mg/dl. Current blood glucose was 189 mg/dl. The customer nausea, and diabetic ketoacidosis. Hospitalization treatment was intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. Based on customer report customer alleged insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.